Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(4). Batch: 7076397. Artg: 128775.

Event description:
It was reported that the patient experienced inadequate stimulation due to incorrect depth position of the lead. An x-ray did not show migration, however, the x-ray cannot accurately show depth changes of a lead; as such, the physician assessed the lead migrated in depth. Reprogramming the device was unable to resolve the issue, therefore, the patient underwent a lead revision procedure where two leads were successfully repositioned. The leads remain implanted in the patient. The patient was doing well postoperatively.